Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an l2-l3 midline/mini-open/left side fusion using rhbmp-2/acs. At an unknown time post-op, the patient developed left leg pain. MRI scan performed showed bone resorption. A revision and exploratory surgery was conducted 385 days post-op.